Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not ocate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 failed to lock at half height. The fse found the lights in the rear were normal and replaced the open/close sensor. A fse mentioned that the upper right light was off and replaced the retractor cable. Additionally, on sensor 6.1, all cubies at half height were off the bus. The fse removed all cubies, trays, and pockets, vacuumed debris out of the bottom, and cleaned all contact points for the row board cable, trays, and pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer 4.1 was failed to lock. The customer reported that there was no delay, and the malfunction occurred during the dispensing of the medication. User had managed to get medication form other machines or from pharmacy. There were no adverse events or injuries reported based on this incident.